Event description:
While in cardiac rehab, the defibrillator suddenly dislodged, migrated to pt's axilla. Several months ago, the defibrillator was shocking pt inappropriately, so it was turned off/deactivated. Due to defibrillator malfunction, the generator battery was removed in 2004. The right lead was defective so it couldn't be removed. It will be removed later.